Event description:
Pt. Being administered morphine via pca syringe. When rn removed empty syringe from pump she noticed large crack in syringe. Syringe was seated properly in machine. No drug leaked out of syringe.